Event description:
Catheter was found broken after being implanted for more than 1 year. The broken tube was in the patient's superior vena cava and need to be removed by intervention.

Manufacturer narrative:
Note: product reference 4430095 is not cleared for sales in the USA, but it is similar to the product reference 5430095 cleared. Under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint was reported to us on this batch of access ports released in december 2019. Investigation results: we did not receive the complaint sample for investigation. We received for review 1 picture of the explanted device. On these pictures, we can see the access port connected to an approximately 4 cm long catheter with a connection ring. The distal part of the catheter measures about 15 cm. This ruoture facies is not visible on the catheter. Conclusion: the information received is insufficient to conclude on the catheter rupture root cause. This is a known complication of the access port implantation. The complaint rate is low. No corrective action is envisaged.

Event description:
Catheter was found broken after being implanted for more than 1 year. The broken tube was in the patient's superior vena cava and need to be removed by intervention.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint was reported to us on this batch of access ports released in december 2019. Investigation results: we received for investigation one celsite st305v access port from batch nr 36954733 with its catheter, still connected to the access port housing with a connection ring. The catheter is broken into 2 pieces: - the proximal part of the catheter, still connected to the access port housing, is 4cm long, - the distal part of the catheter is 14.8 cm long. The catheter rupture facies is slightly flattened/ovalized at this level with two diametrically opposed marks that suggest that the catheter was kinked at this level. Dimensions inspection: the device was measured. All the measures are compliant with the specifications. Conclusion: no manufacturing defect has been detected on the returned device. The catheter rupture after more than 1 years of implantation probably results from an acute angle or a kink at the level of the catheter. Only the x-ray pictures could allow us to confirm this hypothesis. This is a known complication of a long term access port implantation. The IFU specify to " ensure that there is no kinking on the catheter." This is a rare incident (complaint rate <0.05%), no corrective action is envisaged.